Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/a33 test due to moisture damage on fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. Unit had moisuture damage on electronic assembly and on motor.

Event description:
Customer reported that the insulin pump was unresponsive but did not return a prior alarm. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.